Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had experienced low blood glucose and the insulin pump received button error. The customer¿s blood glucose level was 30 mg/dl. The customer was treated with food. The customer that they had insulin was not delivered and received a motor error alarm. It was reported that the customer pump was not working and button error. It was reported that push buttons and the screen would glitch and then do a flash. The customer reported that the time clock was advancing. The customer was advised to discontinue use of the pump and revert to backup plan per health care professional instructions. The customer was advised the pump will need to be replaced. The insulin pump will be returned for analysis.